Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted a sheath via the patient's femoral artery prior to surgery and then the iab. After insertion, the iab pump emitted helium loss alarms. As a result, the iab was removed and replaced with another iab successfully. There were no reported patient complications.